Event description:
It was reported that a spectrum pump emptied a primary bag into a secondary bag during therapy. The primary was normal saline (500ml) and the secondary was chemotherapy (1000ml) which did not infuse. The saline was running at 0.5ml/hr and the chemotherapy was running at a rate of 45cc/hour. The primary line was believed to be clamped properly, but after the 12 hours the infusion was supposed to run, the secondary was still full and the primary was empty. The customer also stated that the device was swapped out and that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.